Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed pacing impedances of greater than 2000 ohms. Additional information from the local boston scientific field representative also indicated that the lead displayed noise and sensing/threshold issues. The patient was seen for a revision procedure where the lead was surgically abandoned. There were no adverse pt effects reported.